Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to remove the air from the cartridge prior to filling it was insulin. The customer was able to load a new cartridge and was able to successfully remove the air from the cartridge. The customer's blood glucose level was not impacted.